Event description:
Accessed this patient record in cerner emr via cerner powerchart interface (B)(6) hospital of (B)(6) at computer ip address (B)(6) at 15:49:53, yet later same day when accessing cerner emr via cerner powerchart interface at same facility at computer ip address (B)(6) at 20:29:59 = > cerner emr showed no evidence of my prior access to this patient's chart as evidenced by "recent" list tab only showing one patient which was not this patient. This is most concerning for evidence of dysfunctional or non-working audit trail in this emr. This is recurring problem for extended period of time, with no resolution by company to date. I have date-time-stamped pictures of monitor screens to document this problem.